Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the as positions were reset and the issue was resolved. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was set up with adaptive stimulation (as) on (B)(6) 2019. It was reported that multiple as positions ¿zeroed out¿ on their own on (B)(6) 2019. The caller was confident that they had set values for the positions that were now zero during the programming of the as. It was reported that the patient was a 6.4 ma when sitting upright, but when they leaned back in a chair, the stimulation went to 0.0 ma. No symptoms or complications were reported.